Event description:
It was reported that insulin pump displayed malfunction alarm with code malf 0, and there were no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without recurrence of malfunction code, was advised to continue using pump, and was instructed to call back if issue recurred, which customer acknowledged and understood.